Event description:
Account alleged that the bed would not alarm after the patient exited the bed with the bed exit turned on. Account stated that there were no injuries. Account stated that a patient was in the bed and the bed was being used in a med surg unit.

Manufacturer narrative:
Account stated that he found the problem to be with the ground strap cable at the patient head siderail. Account stated that he repositioned the ground strap cable to resolve the problem.